Manufacturer narrative:
H.6. Investigation summary: bd received 4 photos from the customer in support of this complaint for catalog 367863, lot number 2018859. A visual examination of photos was performed and revealed fm-hair on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tube is sealed but contains a hair."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the tube is sealed but contains a hair."